Event description:
It was reported that low, out of range (<200 ohms) pacing impedance was noted from this right ventricular (rv) lead. Boston scientific technical services were contacted and recommended in-clinic lead integrity testing. Additional information has been requested regarding the event resolution, but has not yet been received. At this time, the rv lead remains implanted and in service. The patient was stable with no adverse consequences.